Event description:
Addition information was received from a company representative who indicated that up until the date of this report, there had been no intervention. So far, the approach was a 'wait and see approach." On (B)(6) 2015, the patient was still receiving therapy from the same pump and catheter. The healthcare professional (hcp) suspected the "bladder to be the cause of the changes in spasticity" because "it was a spinal cord injury and no urinary tract infection". The patient was given oral baclofen tables for use if increased spasticity re-appears. A follow-up appointment with the hcp was scheduled in "a week or two".

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal intrathecal therapy via an implanted pump (concentration and dose was not provided). The event occurred on (B)(6) 2015. The patient reported withdrawal symptoms of increased spasticity, pruritus and a new loss of effect. They were checked for a urinary tract infection (uti) although there was no sign of it. They were admitted for an x-ray of the abdomen with results showing no findings of breaks or kinks to the catheter. There were no pump log events. It was unknown what led to the event. A revision of the catheter was planned but it was unknown if it had been scheduled. The patient has a medical history of spinal cord injury (a long time ago). They had a long and well known effect of intrathecal baclofen therapy (itb). Patient status at the time of this report was alive with no injury. The indication for use was not noted. If additional information is received, a follow up report will be sent.